Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that she had changed the sensor 3 times and that she was having high blood glucose levels. The customer reported a cal error alert, a bad sensor alert, and a change sensor alert. The customer's insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's reading was 425 mg/dl so the customer treated by drinking juice and the reading dropped to 50 mg/dl. The customer was advised that the sensors would be replaced and to return the sensors for analysis.